Event description:
Complaint received from facility product complaint. Internal "blood leak" reported, as blood was noted and confirmed in the dialysate. Leak was detected during the 16th use of the dialyzer. The pt experienced no adverse effects due to the incident. The extracorporeal circuit of blood was discarded (venous line and dialyzer, estimated blood loss 170ml). MDR filed due to blood loss reported. Sample was discarded.